Event description:
It was reported that the patient complained of lightheadedness. They reported speed drops with associated decreased flows and decreased power. Pulsatility index (pi) was elevated during these events. No ventricular assist device (vad) alarms. Initial vad interrogation showed frequent pi events with occasional speed drops. A recent computed tomography (CT) chest revealed new mild thrombus in outflow graft. The patient also had ascending aortic aneurysm. Right heart catheterization was done and had low filling pressures; the patient was encouraged to drink more fluids. Log files were sent for review. The event log file was mostly filled with pi events. All the speed drops were associated with pi events which is normal.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The reported event of outflow graft thrombus could not be confirmed through this evaluation as no images were submitted for analysis and the device remains in use. Furthermore, review of the submitted log files confirmed atypical decreases in flow and power associated with elevated pulsatility index (pi); however, a specific cause for these events could not be conclusively determined. The submitted controller event log file contained events from 01jul2024 ¿ 02jul2024 and captured the pump operating as intended. Review of the submitted controller periodic log file revealed a slight decrease in typical flow and power from 30may2024 ¿ 10jun2024, however no alarms were captured. Of note, pi values were slightly elevated during this time. No other notable events were captured, and the system appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 lvas. Section 1 also provides an explanation of pump parameters, including pump speed, power, flow, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 4 also explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.